Manufacturer narrative:
This MDR is being submitted as part of a retrospective complaint review involving bf series scopes. This report reflects olympus' re-evaluation of previous medical device reporting decision. The previous reports are correct and remain effective (other than the previous root cause). It is likely that due to physical stress which was applied to insertion section during user handling, that caused a damaged image sensor unit, causing the suggested event of no image. Added additional h6 coding. The device was returned for evaluation where the additional reportable malfunction was identified. It was observed that during device evaluation, the bronchovideoscope's plastic distal end cover was burned or melted around the instrument channel outlet at the distal end. Based on the results of the investigation, a definitive root cause cannot be identified. The probable cause was the use of high-energy hand instruments (laser/high-frequency/etc) without ensuring sufficient distance from the distal end (handling problem). This issue can be detected and prevented by handling the device in accordance with ¿chapter 4 operation¿ in the instructions for use. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus that the evis exera ii bronchovideoscope had the image come up and then disappear. The issue was observed during preparation for use and there were no reports of patient or user harm associated with this event. Additional information has been requested regarding this event; however, it has not been received.

Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer¿s allegation was confirmed. The device evaluation found the following: no image because the charged coupled device unit was broken, the electrical safety checks failed, the distal end cover was burned, the bending section cover rubber glue was separated, the connecting tube had a dent, the grip unit was broken, the angulation was out of specification, and the angulation had play. Based on the results of the investigation, the root cause could not be determined. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.